Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support and reported that when removing the cassette during treatment complete step 9 of their previous treatment they noticed that the cassette seemed damp, but they were unsure if there was any fluid in the cassette door of the cycler. The patient was unsure if the cassette had any holes in it. The supplies have already been discarded. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient confirmed the reported event, stating that they believed they had observed dampness on the cassette but were unsure, and that they did not observe any fluid or dampness in the cassette door of the cycler. The patient confirmed they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed they were able to complete their treatment after re-setting up the cycler with new supplies. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support and reported that when removing the cassette during treatment complete step 9 of their previous treatment they noticed that the cassette seemed damp, but they were unsure if there was any fluid in the cassette door of the cycler. The patient was unsure if the cassette had any holes in it. The supplies have already been discarded. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient confirmed the reported event, stating that they believed they had observed dampness on the cassette but were unsure, and that they did not observe any fluid or dampness in the cassette door of the cycler. The patient confirmed they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed they were able to complete their treatment after re-setting up the cycler with new supplies. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.